Event description:
It was reported that during a pump and catheter implant procedure, the hcp encountered some resistance when advancing the catheter into the intrathecal space. At the point, he pulled back and a 7-8 cm piece of the catheter sheared off. The catheter tip was left in the pt's intrathecal space. The hcp then successfully implanted a new catheter. The hcp planned to do an MRI and then refer the pt to a neurosurgeon for consult. It was reported that there were "currently no issues with the pt". The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.